Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. We were unable to perform self-test, off no power test, error test, occlusion test, prime test, no delivery test, displacement test due to motor error alarm. The insulin pump passed idle current test and run current test. The button responded properly. No moisture damage on button keypad traces noted. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer had a motor error alarm. Customer pressed the esc and act buttons to clear the alarm but it did not work. Customer stated that they use an (B)(6) alkaline battery. Customer stated that they were not exposed to a high magnetic field and the pump was not dropped. Customer had to discontinue pump use and follow their medical prescription for insulin shots until the replacement arrives.